Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed infection, bacteremia and had lead vegetation. The patient presented for procedure on (B)(6) 2018. The implantable cardioverter defibrillator was explanted and replaced and the leads were capped and replaced on (B)(6) 2018. The patient was stable post procedure.